Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the pencil misfired while in use. The doctor was cauterizing tonsils out and the patient received a burn in her mouth at the crease. The degree of burn was 1st to 2nd degree, treated with bactoban with follow-up by plastics.

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.